Event description:
Upon attempted removal, the catheter came part of the way out of the vein and then seemed obstructed. Pt was then seen by interventional radiology. A 4 cm section appeared to be retained in the vein, surrounded by thrombus. Catheter was successfully removed from the vein without need for a cutdown. Pt has since been discharged without further complications.